Event description:
It was reported that the inner blister packaging of the 8f mach I guide catheter stated "not for use in humans" and "demo 6-2003". The outer packaging did not indicate the product was not for use in humans. The product was not used in a procedure.